Manufacturer narrative:
E.1. (B)(6) hospital. This MDR is the result of an investigation finding. Device evaluation: our quality engineer inspected the samples submitted for evaluation. Your report of a poor connection with the infusion line was confirmed and the cause appeared to be manufacturing related. Two 22g insyte autoguard IV catheters were provided for investigation. The threaded end of one blue adapter was damaged, which would prevent a proper seal at the connection. No damage or defects were identified on the other 22g IV catheter. The damage observed on the adapter appeared to be consistent with damage from the assembly equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that connection issues occurred. The investigation confirmed that there was damage to the adaptor. There is a poor fit with the infusion line. Poor connection with the infusion line.